Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that part of the display screen of the blood glucose monitor was melted. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Failure analysis indicated that the meters lcd was damaged. It was also noted that there were black marking/damage to the satellite board and meter housing. The damage identified with the returned meter can only be caused by exposure to a high electronic power fields external to the meter. It was noted that no damage was found on the pcb, within the battery compartment or on the battery contacts. This damage could not occur during the manufacturing processes or at any other stage while the device is under the control and handling of the manufacturer. While it cannot be determined exactly what actions were taken by the customer or to what power source the device was exposed, the observations in this case for the returned meter are very consistent with the damage induced by microwave exposure/esd stress to the meter during the experiments.